Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified vessel. A 3.0mm x 60mm x 150cm coyote balloon catheter was advanced for dilation. During third inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed successfully from the patient and the procedure was completed with a new balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): dqy, lit. G4 - premarket / 510(k): k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified vessel. A 3.0 mm x 60 mm x 150 cm coyote balloon catheter was advanced for dilation. During third inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed successfully from the patient and the procedure was completed with a new balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): dqy, lit. G4: premarket/510(k): k111295, k162350. Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 10 mm from the tip. No other issues were identified during the product analysis.